Event description:
It was reported that there was a loose pca cup with worn out liner.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown pca cup. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report. Not returned to the manufacturer.